Event description:
Reportedly, before the implantation of the pacemaker involved in this MDR report, the following message "some pt's data are missing" was displayed after entering the pt's info and clicking the program button. It was impossible to program the pt's info. Since it could have been successfully programmed into another pacemaker, that device was implanted to the pt. The pt info was entered again to this subject pacemaker with another programmer; however, the same message was displayed and it was unable to program as well. The device was not kept implanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.